Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2016 with the following findings: during testing, the up arrow, down arrow, and ok keypad buttons were inoperable. The audio bolus button slug was inverted and the contact was damaged, inverted, and stuck in the on position. The display was dim and discolored. The returned battery cap had stripped threads and was unable to secure on to the pump. A test cap was used for investigation. Additionally, the audio bolus button cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue, an inverted audio bolus button contact, a display issue, and damage to the battery cap. This report is made based on results of investigation completed on 03/11/2016.